Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2009; 4195 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Analysis of the device memory indicated right ventricular our of range pacing impedance. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 2206 ventricular sic occurred since (B)(6) 2013. Nine non-sustained tachycardia episodes and eight ventricular fibrillation episodes of <(><<)>200 ms are recorded between the dates of (B)(6) 2013 and (B)(6) 2013.

Event description:
It was reported that the patient received multiple inappropriate shocks. A fracture was suspected as noise and oversensing was noted on the right ventricular lead. The lead was programmed off until it could be capped and replaced with a pacing lead a few days later. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was thrown to the ground multiple times. The patient further reported that after the shocks that the "nerve system is gone" and the shocks had "nailed me back to [the] concrete [which] resulted in back problems." It was further reported that the patient is unable to walk well and has been in and out of the hospital since receiving the shocks. The patient now stays close to their residence and is dealing with the "stigma attached to the failure of this device." "The patient is noted to have lost peace of mind provided by the potential life-saving therapy and protection of the defibrillator based on the actual experience of defectiveness of the product." Further information indicated that the patient has "acute pain, depression, and anxiety." The lead was also noted to have " a couple of higher [impedance] values" but "nothing too high or out of range."

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.